Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced "mild cardiac tamponade". First, error 5150 occurred at the time of catheter connection that was resolved by replacing the soundstar catheter with another one. Intra-op, there was a mild cardiac tamponade that occurred. No treatment such as drainage was provided, and the patient left the catheterization room. No extended hospitalization reported. Error 6150 occurred with the sound star eco catheter (lot#e8633538). The error occurred before this sound star eco catheter (lot#e8633538) was inserted into the patient¿s body and was not used inside the patient body. After the replacement, the normal sound star eco catheter was used and was inserted into the patient¿s body. The physician's opinion on the cause of the adverse event was that it was by a product from another company. The patient's prognosis was reported to be stable, the patient did not require extended hospitalization. No additional intervention was provided. However, the diagnosis was cardiac tamponade. Ablation was performed using medpfa catheter. Procedural act was >300 seconds. Pt code: 2226. Device code: 2900. Ref reports: mw5174265.